Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was interrogated prior to the implant procedure and displayed a grey longevity estimator. The device was kept warm for four days but still displayed the grey bar. The device was not used. There was no patient involvement.